Event description:
Procedure: wedge resection. Reportedly, while firing, a cracking sound was heard and the staples did not form properly. Five days after the surgery, the clamp cover was found in the patient by an x-ray and two days later, a re-operation occurred and the clamp cover was retrieved from the cavity. No further patient injury reported.